Event description:
Pt admitted for a fall at home resulting in a fracture of the distal clavicle w minimal displacement. Ngt (nasogastric tube)/ cortrack was ordered that resulted in 3-minute cardiac arrest. Injury to the right mainstem and through the lung. Abdominal x-ray showed feeding tube was looped over right hemithorax concerning for traumatic bronchopleural fistula and possible extending into the pleural space.